Event description:
Related manufacturer reference number: 2017865-2022-10854. It was reported that the patient presented in clinic for a follow up. On (B)(6) 2022, an x-ray confirmed dislodgement due to twiddlers on implantable cardioverter defibrillator (ICD) the right ventricular (ra) lead. The physician elected to explant and replace the lead. The patient condition was unknown.